Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the high 50's (mg/dl). The customer stated the cause of the low bg level was unknown. The customer was already in the hospital prior to the low bg. The hospital staff gave the customer a "sugar injection" and had the customer consume food to address bg level. Reportedly, the customer is using manual injections for insulin therapy.